Manufacturer narrative:
Evaluated five open and used reservoirs. Performed pre-fill test to reservoirs per. Found no air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having air bubbles in the reservoir. It was reported that the customer checked her infusion set and noticed there was lot of blood. The customer reported high blood glucose levels of 15.5 mmol/l at the time of call. The customer reported that she changed her infusion set. Troubleshooting was performed. The customer was advised that the cannula going in and out of the site could have caused the bleeding. The customer was advised to replace out the reservoir due to air bubbles. Product is expected to return for analysis.